Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly was taken to the ER by his wife for treatment after receiving a reading of 39 mg/dl on his meter, and after receiving a high reading on the meter two hours prior to the low reading in which wife gave 3 extra units of novolog insulin based on the reading. Customer allegedly passed out on the way to the hospital; was treated with a glucose shot at the hospital and an IV drip while in the ER. Customer was not admitted to the hospital. Requested return of the alleged device for evaluation and replacement was provided.